Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, there was water/air leakage or flooding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to mishandling of the device at the facility. The following information from the instructions for use pertains to this event: "warning all disinfection steps should be performed with the endoscope and all equipment completely immersed. If the equipment is connected or disconnected while not immersed, disinfectant solution may not adequately contact all surfaces of the equipment. As a result, the effectiveness of disinfection may be reduced." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the ultrasonic gastrovideoscope working channel was leaking. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.